Manufacturer narrative:
The technician found the hilow down button was pressed in permanently. The technician replaced the nurse controls to resolve the issue.

Event description:
The account alleged that the bed is running down by itself. No pt impact.